Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial pacing lead exhibited high and undefined pacing impedance. The left ventricular (lv) lead pacing was programmed off and the patient will be brought into the clinic to be evaluated. The epicardial lead remains in-situ. No patient complications have been reported as a result of this event.